Event description:
Event description guidant received information that this endocardial lead measured p-waves of 0.3-0.6 which had dropped from 2.6mv. Atrial impedances have also decreased from 450 to 360 ohms. R waves have been fluctuating but are within normal ranges. Further investigation confirmed an atrial lead dislodgement and unstable ventricular lead position. The patient is not pacemaker dependant. In addition, the physician observed a pvc marker while measuring intrinsic r waves (in vvi) and when measuring the p wave (in aai). The patient has a cardiac resynchronization therapy defibrillator (crt-d) implanted but no left ventricular lead.